Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital as they experienced bradycardia, dizziness and their heart rate flat lined. No output could be observed from the implantable pulse generator (ipg). It was also noted that the following issues were observed on the right ventricular (rv) lead: loss of pacing, no capture, threshold spike, variable impedance and a suspected fracture and micro-dislodgement. The ipg was explanted and replaced. The rv lead was reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis at the time of completion, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.